Event description:
Treatment of an avm. It was reported that during catheterization, the guidewire was not responding. Upon removal, the distal tip of the guidewire was found broken and stayed in the pt. The broken segment was successfully retrieved with a microsnare. No pt injury reported.

Manufacturer narrative:
The proximal broken segment of the guidewire was returned for eval. Analysis of the break point showed the failure of the core wire occurred due to torsional overload.